Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 441 mg/dl. The customer reported issues related with enlite sensor calibration and not working. The customer was informed that their blood glucose and sensor glucose levels were in acceptable range. The insulin pump will not be returned for analysis.